Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. Initial flow rate was 0.3lpm, inlet pressure was -6.9psi. System hours was 13112, pump hours was 12408. Tried reconnecting pads using proper technique, but device just primed and stopped. Nurse called biomed to bring back the only other machine in the facility. Nurse asked mis call back in ten minutes still waiting for device. No return call from customer. Per nurse, nurse rushed off the phone, stated that after speaking with mis they were able to correct the issue nurse would not specify, the patient continued therapy. No patient injuries reported. Per wo-00064845, spoke to biomed, bypass flow was adjusted to 1.8 but circulation pump was running at 61-62% and inlet pressure was first struggling but got better as the device ran. Recommended replacing the circulation pump since the percentage was so high. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse noted low flow on arctic sun device. Initial flow rate was 0.3lpm, inlet pressure was -6.9psi . System hours was 13112, pump hours was 12408. Disconnected pads and water began leaking out everywhere. Nurse no longer has the packaging for the pads. Nurse could see orange o-rings in all the inlet ports. Tried reconnecting pads using proper technique, but device just primed and stopped. Murse called biomed to bring back the only other machine in the facility. Nurse asked mis call back in ten minutes still waiting for device. No return call from customer. Per nurse via phone on (B)(6) 2022, nurse rushed off the phone, stated that after speaking with mis they were able to correct the issue nurse would not specify, the patient continued therapy. No patient injuries reported.